Manufacturer narrative:
Therapy date is estimated.. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-05032. Additional information was received that to address the issue, the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced uncomfortable therapy. As a result, surgical intervention may occur to address the issue. The patient's lead also has high impedance as documented in manufacturer reference number 1627487-2019-13046.